Event description:
It was reported in the literature, that a patient underwent a thyroidectomy and absorbable hemostat was used. Hemostasis was achieved by meticulous litigation of vessels during the procedure, and then the absorbable hemostat patch was placed over the thyroid bed. The patient experienced post operative bleeding requiring wound exploration under anesthesia which was successful.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.